Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during the preparation of breast biopsy, the device allegedly failed to calibrate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the probe appeared to be bloody and the saline cap was returned. The proximal retaining cap was glued to the probe. Upon functional evaluation, the probe was loaded into the in-house driver and calibrated successfully. The probe was calibrated an additional two times, both times were successful. No unusual noises were heard and no error messages were displayed on the console. The probe was then attached to two in-house driver housings that have tighter tolerances and fit without issues. Therefore, the investigation is unconfirmed for the reported failure to calibrate issue, as the device was calibrated successfully. A definitive root cause for the alleged failure to calibrate issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2021), g3 h11: h6 (result and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during the preparation of breast biopsy, the device allegedly failed to calibrate. The procedure was completed using another device. There was no reported patient injury.